Manufacturer narrative:
Intervention required) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported via medwatch that the patient had a previous spinal stenosis issue involving 4 herniated discs and had an anterior plate and posterior fusion using metal rods and screws, patient's own hip bone in 2003. The patient had no problem then. Reportedly, pain re-occurred in 2006. A spinal surgeon informed that the patient had a broken screw and suggested a surgery. A revision of c3-c7 was performed, extended down to t5, an 8 level cervical and thoracic fusion. However, there was extreme bone growth and facet damage. The patient had pain, blood pressure developed post traumatic stress disorder(ptsd), depression and had a stroke caused possibly by blocked carotid artery. The pain worsened with time due to the pressure and stress from the large solid fusion in degenerative discs, facet above and below the fusion area.